Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. Upon investigation the electrode belt was unable to communicate with a monitor. As received, the trunk cable and the cable connecting the dn to rear therapy electrode was strained, damaging the wires and breaking off j702. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable).